Event description:
Prior to intubation, draeger ventilator turned on and alarmed "device failure;" vent removed from room and another device was brought into the room, set up and utilized after patient intubation. No adverse effect.